Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. Dents, scratches, and cracks were seen on the insulation. Also it was noticed a gap between the distal and the insulation. In addition the pn and lot# etchings are not present. The instrument failed the insul scan test. The probable root causes are normal wear, improper sterilization methods, and user misuse. The device manufacturer date is not known at this time. (B)(4).

Event description:
It was reported that the insulation had been compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. (B)(4).

Event description:
It was reported that the insulation had been compromised.